Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("experienced excessive cramping") and migraine ("have severe migraines/migraine headaches") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy (taking medication almost all her life). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant), menstrual disorder ("menstrual cycles are way off"), hot flush ("major hot flashes"), insomnia ("can't sleep at night"), loss of libido ("have no sex drive"), dyspareunia ("severe painful intercourse and it burns/painful intercourse"), pollakiuria ("I urinate a lot more often now"), urinary incontinence ("have no control over it/can't hold it."), anorgasmia ("can't have an orgasm anymore"), dizziness ("feel dizzy"), tremor ("shakiness."), depression ("more depression than usual") with anxiety and mood swings, weight increased ("gained over 50 pounds since getting essure"), memory impairment ("forgetting things") with feeling abnormal, increased appetite ("all I want to do is eat."), hyperhidrosis ("sweat so much"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses") and back pain ("severe back pain"). The patient was treated with trazodone, para-seltzer (excedrin aspirin free) and surgery (patient underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menstrual disorder, hot flush, insomnia, loss of libido, pollakiuria, urinary incontinence, anorgasmia, dizziness, tremor, depression, weight increased, memory impairment, increased appetite and hyperhidrosis outcome was unknown and the migraine, dyspareunia, dysmenorrhoea, menorrhagia and back pain had resolved. The reporter considered abdominal pain lower, anorgasmia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, hot flush, hyperhidrosis, increased appetite, insomnia, loss of libido, memory impairment, menorrhagia, menstrual disorder, migraine, pollakiuria, tremor, urinary incontinence and weight increased to be related to essure. The reporter commented: the event had started probably about a month or two after the 3 month wait period after getting the essure procedure. She thought that her forgetting things was caused by epilepsy. On or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-oct-2017: follow up from summons received-case was upgraded to incident category. Lawyer was added as reporter. Essure implantation and explantation dates were updated. Event: severe menstrual pain; abnormal menstrual bleeding; prolonged menses; severe back pain; painful intercourse (clubbed with event severe painful intercourse and it burns) and migraine headaches(clubbed with event have severe migraines) were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / essure coils were noted to be imbedded mildly into the corneal edge of the uterus"), abdominal pain lower ("experienced excessive cramping"), bipolar disorder ("bipolar disorder"), schizophrenia ("chronic schizophrenia") and migraine ("have severe migraines/migraine headaches") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures. Concurrent conditions included epilepsy (taking medication almost all her life), dysfunctional uterine bleeding and uterine fibroid. Concomitant products included alprazolam (xanax) since (B)(6) 2015, aripiprazole (abilify), beclometasone dipropionate (beclomethasone) since 4-nov-2016, fluoxetine hydrochloride (prozac) from (B)(6) 2014 to (B)(6) 2016 and lamotrigine (lamictal). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced weight increased ("gained over 50 pounds since getting essure / weight gain of 30+ lbs"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / pelvic pain"). On (B)(6) 2015, the patient experienced dyspareunia ("severe painful intercourse and it burns/painful intercourse / dyspareunia") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine (seriousness criterion medically significant) and headache ("headaches"). On 1(B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant), menstrual disorder ("menstrual cycles are way off"), hot flush ("major hot flashes / hot flashes"), insomnia ("can¿t sleep at night"), loss of libido ("have no sex drive / decreased libido"), pollakiuria ("I urinate a lot more often now"), urinary incontinence ("have no control over it/can¿t hold it."), anorgasmia ("can¿t have an orgasm anymore"), dizziness ("feel dizzy"), tremor ("shakiness."), depression ("more depression than usual / depression") with anxiety and mood swings, memory impairment ("forgetting things") with feeling abnormal, increased appetite ("all I want to do is eat."), hyperhidrosis ("sweat so much"), back pain ("severe back pain / lower back pain"), nausea ("nausea") and adnexa uteri cyst ("paratubal cysts"). The patient was treated with trazodone, para-seltzer (excedrin aspirin free), surgery (patient underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, bipolar disorder, schizophrenia, menstrual disorder, hot flush, insomnia, loss of libido, pollakiuria, urinary incontinence, anorgasmia, dizziness, tremor, depression, weight increased, memory impairment, increased appetite, hyperhidrosis, vaginal haemorrhage, fatigue, headache, nausea, pelvic pain and adnexa uteri cyst outcome was unknown and the migraine, dyspareunia, dysmenorrhoea, menorrhagia and back pain had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anorgasmia, back pain, bipolar disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hyperhidrosis, increased appetite, insomnia, loss of libido, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, schizophrenia, tremor, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the event had started probably about a month or two after the 3 month wait period after getting the essure procedure. She thought that her forgetting things was caused by epilepsy. On or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful occlusion/ bilateral devices are noted . Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : menorrhagia, pelvic pain". Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs received - new events "abnormal bleeding (vaginal), dysmenorrhea, fatigue, headaches, nausea, pain, perforation (uterus), bipolar disorder, chronic schizophrenia, paratubal cysts" were added. New reporter were added. Lab data was added. Historical and concomitant conditions was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / essure coils were noted to be imbedded mildly into the corneal edge of the uterus"), abdominal pain lower ("experienced excessive cramping"), bipolar disorder ("bipolar disorder"), schizophrenia ("chronic schizophrenia") and migraine ("have severe migraines/migraine headaches") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures. Concurrent conditions included epilepsy (taking medication almost all her life), dysfunctional uterine bleeding and uterine fibroid. Concomitant products included alprazolam (xanax) since (B)(6) 2015, aripiprazole (abilify), beclometasone dipropionate (beclomethasone) since (B)(6) 2016, deflazacort (dezacor), fluoxetine hydrochloride (prozac) from (B)(6) 2014 to (B)(6) 2016 and lamotrigine (lamictal). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced weight increased ("gained over 50 pounds since getting essure / weight gain of 30+ lbs"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / pelvic pain"). On (B)(6) 2015, the patient experienced dyspareunia ("severe painful intercourse and it burns/painful intercourse / dyspareunia") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine (seriousness criterion medically significant) and headache ("headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant), menstrual disorder ("menstrual cycles are way off"), hot flush ("major hot flashes / hot flashes"), insomnia ("can¿t sleep at night"), loss of libido ("have no sex drive / decreased libido"), pollakiuria ("I urinate a lot more often now"), urinary incontinence ("have no control over it/can¿t hold it."), anorgasmia ("can¿t have an orgasm anymore"), dizziness ("feel dizzy"), tremor ("shakiness."), depression ("more depression than usual / depression") with anxiety and mood swings, memory impairment ("forgetting things") with feeling abnormal, increased appetite ("all I want to do is eat."), hyperhidrosis ("sweat so much"), back pain ("severe back pain / lower back pain"), nausea ("nausea") and adnexa uteri cyst ("paratubal cysts"). The patient was treated with trazodone, para-seltzer (excedrin aspirin free), surgery (laparoscopic bilateral salpingectomy with bilateral essure removal) and surgery (patient underwent a laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, bipolar disorder, schizophrenia, migraine, menstrual disorder, hot flush, insomnia, loss of libido, dyspareunia, pollakiuria, urinary incontinence, anorgasmia, dizziness, tremor, depression, weight increased, memory impairment, increased appetite, hyperhidrosis, dysmenorrhoea, menorrhagia, back pain, vaginal haemorrhage, fatigue, headache, nausea, pelvic pain and adnexa uteri cyst had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anorgasmia, back pain, bipolar disorder, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hyperhidrosis, increased appetite, insomnia, loss of libido, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, schizophrenia, tremor, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the event had started probably about a month or two after the 3 month wait period after getting the essure procedure. She thought that her forgetting things was caused by epilepsy. On or about (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, her has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful occlusion/ bilateral devices are noted concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : menorrhagia, pelvic pain". Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events outcome updated. Concomitant drug added. On (B)(6) 2018: no new information incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.